Event description:
Balloon ruptured during surgery. They claim to be unable to inflate during use, upon removal of the device, the doctor saw the balloon had ruptured. This was a mitral valve repair. Pt immediately post op is fine. Additional details: an edwards/cardiovations rep was not in attendance at the case. Sales rep spoke with surgeon on the phone, immediately after the case. The ep was placed by the anesthesiologist. Prior to delivering retrograde cardioplegia, anesthesiologist attempted to inflate the ep balloon. Surgeon said there was "no tension on the balloon" when anesthesiologist tried to inflate the balloon. They did not deliver retrograde since the balloon couldn't be inflated. Surgeon said that they discovered that the ep balloon ruptured. They decided to rely on antegrade cardioplegia. Surgeon said that when he was sizing the valve, the heart started to show some activity. Therefore, he asked the perfusionist for the balloon pressure. The pressure in the balloon was 18. After confirmation of the low balloon pressure, the balloon was removed. Surgeon said that he saw a 1cm tear in the balloon. No pieces of the balloon appear to be missing. The case was completed with the pt fibrillating at 30 degrees. The pt immediately post of was doing fine. Update: on 10/14/08, received an update from sales rep that this pt has had a stroke. Update: eight days later, follow up conversation between edwards and surgeon indicates that the pt suffered a neurological event during the period of pre-intubation and post-extubation. Dense weakness of the left side was noted and upper and lower extremities were involved. Since, the pt has recovered most of his movement of the left side, but had some residual weakness of the hand and foot. Surgeon thinks that this looks altogether promising for a full recovery but time will tell.

Manufacturer narrative:
Evaluation summary attached: customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon also slightly protrude towards rupture side.